Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. But only the power supply unit was returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc investigated the power unit and found that the reported phenomenon was duplicated. Since the power is turned off immediately after the power is turned on, it is highly probable that the phenomenon occurred by a factor of the power supply unit, not a failure of the switch. In addition, at investigation on-site, since the malfunction phenomenon was improved by replacing the power supply unit, the fault has already been isolated. It is very likely that the phenomenon occurred due to an accidental failure because there was no similar complaint and no tendency to a frequent occurrence.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure with the subject device at the user facility, the front panel and power of the subject device were turned off one second after the subject device was turned the power on. Then, the subject device could not be turned the power on. The user facility replaced the subject device to another device to complete the procedure. There was no report of patient injury associated with this event. Olympus (B)(4) checked the subject device and found that the power indicator flashed once after pressing the power switch and then the power was turned off immediately, and also found that the power failure was caused by the failure of the power supply unit.